Event description:
Device malfunction: device #2 needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The device was removed and a second and third proglide were used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot #83021-6h indicated is being filed under medwatch MFR number 2953144-2010-00167. Device #3: part # 12673-03, lot #83021-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.